Manufacturer narrative:
The reported event of diagnostics anomaly could not be confirmed in the lab. The device was tested on the bench and no anomalies were found. The cause of the field event remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostic anomaly was observed during a post-operation check-up. A diagnostic test was performed and was not able to obtain the atrial test measurements. It was also noted that multiple counts of p-wave were observed during the freeze capture. Programming changes were recommended. The patient was stable throughout the event and will continue to be followed normally.

Event description:
Additional information received indicated that the device was explanted and returned.